Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Replacement lead used during the procedure.

Event description:
Related manufacturer reference number: 2017865-2020-11597. It was reported that the patient presented for routine implant. During the procedure as the physician was closing the pocket, the right atrial lead was observed to have fallen out of position. Dislodgement was confirmed via x-ray. The physician attempted reposition the lead without success. After multiple attempts, she was not successful. The physician then attempted to implant a replacement lead, however dislodgement also occurred, as it was unable to be fixed into the tissue when the helix was deployed. Both sensing and capture were poor. Another physician also made several unsuccessful attempts to fix the lead. Finally, they elected to end the procedure without implanting an atrial lead. The patient was in stable condition.